Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a blank display on the insulin pump. The customer's blood glucose level was unknown mg/dl. The customer is calling back after receiving a new battery cap. The troubleshooting was performed. The customer was advised that the insulin pump will need to be replaced. The customer was advised to discontinue use of the insulin pump and revert to back up plan per healthcare provider instructions.

Manufacturer narrative:
The insulin pump was received with corroded battery tube noted during our visual inspection. No blank display noted during testing and all operating currents are within specification. The insulin pump passed displacement test and self test. The insulin pump has minor scratched lcd window, cracked reservoir tube lip and cracked battery tube threads.